Manufacturer narrative:
Supplemental report 02 - (B)(4)- MDR 3003442380-2024-05549. Correction: this MDR is being submitted to correct the submitted the report number for the second copy of the pr 1877267. The correct format for the naming of this pr are: supplemental report 02 - (B)(4)- MDR 3003442380-2024-05549; supplemental report 02 - (B)(4)- MDR 3003442380-2024-05550; supplemental report 02 - (B)(4)- - MDR 3003442380-2024-05551. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004389 have already been previously tested in the (B)(4) on 15/jan/2025. Test results: the reference samples were tested for flow. All test results were within specifications as per the test report. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 for the code soft cannula found bent/kinked upon removal from infusion site test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR): the lot 6004389 was manufactured according to the wi version 108 manufactured in the line 3, on 28/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 23/jan/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6004389 and no other complaint has been registered in database for the same lot 6004389 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples were tested for flow. All test results were within specifications as per the test report trackwise pr.1878193 complaint test report.pdf attached in this record. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 for the code "soft cannula found bent/kinked upon removal from infusion site" - test results: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. - device history record (DHR) review: the lot 6004389 was manufactured according to the work instruction version 108 manufactured in the line 3, on 28/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. - trending: a query was run in trackwise on 23/jan/2025 against malfunction code "soft cannula found bent/kinked upon removal from infusion site" and lot 6004389 and no other complaint has been registered in trackwise for the same lot 6004389 and malfunction code. -conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula was bent event on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured within three hours of insertion. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 3.